Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr performed back-to-back bg tests, using different finger sticks, with results of 273 and 373 mg/dl. Reporter did not have control solution for testing.